Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failures. The customer's blood glucose level was 150 mg/dl. The customer also stated that they did allege insulin pump was under delivering. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was neither in emergency room nor admitted into hospital. Customer was treated with syringe and bolus. Customer stated that auto mode feature was not active. Customer stated that there was several scratches and couple cracks on the keypad. Customer was performed troubleshoot and there was insulin exited. Customer was performed high pressure test and it was pass. The insulin pump will not be returned for analysis.